Event description:
The iab was inserted into the pt on 3/26/97. After iabp for six hrs, the iab leaked. The iab was removed on 3/27/97. (Event complications: unk-reported 3/27/97. (Pt's current status: critical-rpt'd 3/27/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.